Event description:
It was reported that the patient faced infusion set fell out after yoga on (B)(6) 2024. The patient faced hyperglycemia event and the blood glucose was above 300 mg/dl at the time of event and there was a little bit of blood in the tubing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.